Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon removing the implantable cardiac monitor with hemostats, the header detached from the device. The physician did not allege device malfunction. The device was replaced with a pulse generator. There were no patient consequences.

Manufacturer narrative:
The reported field complaint was confirmed. Upon device inspection the device was found to be cracked and separated from the metal can due to excessive force used by user. The device was tested on the bench and no anomalies were found.